Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was testing in settings mode. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began two weeks prior to contacting lifescan. The patient manages their diabetes with metformin and glipizide. The patient reported consuming less food/drink in response to the alleged issue. The patient reported developing symptoms of "shaking and sweaty." The patient reported that they visited the emergency room at 5:30pm on (B)(6). The patient reported that a doctor administered a "small dose" of insulin as treatment for the reported symptoms. The patient reported testing their blood glucose on a hospital meter but they could not recall the result obtained. The alleged issue was resolved with troubleshooting. The cca trained the patient on correct usage and replacement products were sent to the patient. This complaint is being reported because the patient received hcp treatment for hyperglycemia after the alleged issue began.